Event description:
Paramedics used the device to monitor a pt's ECG. At some point, the monitor display allegedly went blank and the service indicator was illuminated. There were no adverse affects to the pt reported as a result of the alleged malfunction.